Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when the doctor was about to suture the skin layer, the needle and suture thread got separated. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil a labeled winding former and needle-suture piece of product code w9915 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strands and the end was busted. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.